Event description:
Medtronic kdr651 pacemaker, symptoms were same as recall, dizziness, racing heart rate, passing out it resulted in replaced pacemaker, also replaced total left knee from passing out and falling from pontoon boat.